Event description:
It was reported that a few recent stored ventricular episodes revealed short bursts of noise on this right ventricular (rv) lead that were oversensed causing inappropriate anti-tachycardia pacing. The noise was not able to be reproduced in the clinic. Subsequently, the lead was surgically capped and replaced successfully. No additional adverse patient effects were reported.